Event description:
A (B)(6) distributor returned a monitor alleging that the response buttons were not functioning. The monitor was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response button was partially detached from the j1005 connector, creating an intermittent connection. The cause for the non-functional response button is the intermittent connection. The cause for the intermittent connection is the partially detached cable. The root cause for the detached cable cannot be positively identified but is likely assembly error. Once the cable was fully inserted, the response buttons were fully functional. No adverse event resulted from the detached response button cable. The patient was fit with a replacement monitor.